Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is for 1 of 13 devices that may have been involved in the event, as it is unknown which device malfunctioned. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "loosening or migration of the implant." This report is number 13 of 20 mdrs filed for the same event (reference 1825034-2014-00893, 2014-04387, 2015-04929/31, 2016-02826/37, and 2016-02823/25). Product location unknown.

Event description:
It was reported that patient underwent a left hip revision procedure due to loosening of screws. During the procedure, the triflange was removed and replaced.